Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise with isometrics, oversensing and had delivered an inappropriate shock. The patient has scheduled for revision and hospitalized. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.